Event description:
Customer reported unexpected negative reactions with cells 1,2,4,10, and tech cell (all d positive cells) of panocell when testing 2 patients with passive anti-d due to rhig administration. The samples were sent to a reference lab and anti-d was identified. No medical action was taken as a result of the unexpected negative results.

Manufacturer narrative:
The customer tested the panel cells with gammaclone anti-d. Cells 1 and 2 reacted 4+, cell 4 reacted 1+, and cells 10 and tech cell reacted 3+ confirming the presence of the d antigen on the customer's product. The customer's sample reacted with cell 3 (r2r2) in their testing;. R2r2 red cells exhibit the strongest normal expression of d antigen. The presence of the d antigen was confirmed on cells 1, 2, 4, 10 and tc of returned panocell, lot 38462; expected 3+ to 4+ reactivity was observed. The lot expired during testing. The event appears to be due to the nature of the samples. The limitations section of the panocell package insert states: "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test method employed."